Event description:
The account alleged the bed exit is not communicating with the nurse call. No pt impact.

Manufacturer narrative:
The technician tested the bed exit scale power control board assembly and the universal television power control board and found no issue, the bed functional as designed.